Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013 stated that the patient has not followed up with any complaints or complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.